Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient saw dr. (B)(6) for a painful left knee, dr (B)(6) thought it might just be an instability issue and planned to do a insert exchange. After exposure of the knee dr. (B)(6) probed the lateral aspect of the femoral component at about the level of the lugs, his freer elevator went into the bone with no effort. He determined at this point that the patience pain was actually coming from a loosened femoral component. The femur was removed and had good cement interface except around the lateral lugs of the femur, per dr. (B)(6) the source of his pain. Patient consequence? Yes. Patient consequence description: failed tka. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.